Event description:
It was reported that during use of implantable cardiac monitor facility inquired regarding electrogram (egm) recorded for a 49 second asystole but the patient did not feel the symptom. Facility questioned what does the "b" marker stand for and how to explain the corresponding noisy signal. Troubleshooting revealed the "b" marker indicates that bradycardia was observed. The egm would indicate that there was loss of contact that was returned at the moment b was marked. The icm remains in use. No patient complications have been reported as a result of this event.